Manufacturer narrative:
Investigation results: visual inspection verifies the seal is outside of the deployment tube and cracked/unraveled. The reported complaint is confirmed. Lot history record review was completed for the product, there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during preparation for a coronary artery bypass grafts surgery, three heartstring seals were unraveled while loading the seals into the delivery tube. The surgeon used a side biter clamp to complete the procedure. No other patient complications were reported by the hospital. Institute: hospital. This report is for the second seal.